Event description:
It was reported in voluntary medwatch (B)(4) that during an endoscopic retrograde cholangiopancreatogram (ercp) procedure the physician advanced a lumenis slimline gi 365 fiber through the bsc spyglass scope. It was further reported that during the pulverization that the fiber broke outside of the patient. It was further reported that no patient harm occurred and no related injury to the patient occurred. No information regarding a report of serious injury or any medical intervention to preclude serious injury was received.

Manufacturer narrative:
Reasonable attempts were made to obtain the subject device fiber from the initial reporter; however the subject device was reportedly disposed. A lumenis technical specialist reviewed the reported event details concluding the probable root cause to be operator error, excessive bending of the fiber and/or exceeding the fiber tensile strength while under power in contradiction to device labeling. Subject device was reportedly disposed.